Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 400 patients with symptomatic longstanding persistent atrial fibrillation (lpeaf) underwent radiofrequency catheter ablation from october 2011 and october 2013. Among them, 1 patient in group a developed tamponade treated with pericardial drainage. Patient does not have no long-term sequelae. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿optimal endpoint for catheter ablation of longstanding persistent atrial fibrillation: a randomized clinical trial¿ the purpose of this study to evaluate the value of pursuing af termination or no with the same strategy during ablation on the long-term outcomes in patients with lpeaf. Suspect device is a 3.5-mm irrigated-tip ablation catheter, however catalog and lot number is unknown. Ez steer thermocool catheter is selected for documentation purpose.